Event description:
Caller states pt tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 4.9 inr. No action taken based on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.